Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service due to an impedance measurement of >2500 ohms. Which was likely secondary to a fracture. It was replaced with another lead of the same model.